Event description:
It was reported that the 9600 system locked up and would not save images or send to pacs. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera, ethernet cable, and dicom box were replaced and the 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.